Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient receiving fentanyl at an unknown concentration and dosage via intrathecal drug delivery pump for spinal pain. It was reported that the pump has stopped controlling the pain due to an issue with their workman's compensation. The return of pain was considered sudden. The patient states that she told the doctor there was something wrong with the pump. The doctor submitted a request to do a pump mylogram to check the catheter but their claim was denied. The amount of medication was decreased in the pump and titrated the medication down. The pump was then filled with saline. This is said to have started prior to (B)(6) 2016 but within (B)(6). The patient had further refills to resolve the pain symptoms and there were no further complications anticipated/reported.